Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set under infused while using with ofirmev. The reporter stated that primary line would not completely infuse with the tubing. It was further reported that the device would not complete the infusion and that would needs to adjust the primary bag, and the rate. There was no report of patient injury or medical intervention associated with this event. No additional information is available.